Event description:
Report received of an overdelivery. On an unspecified date, the device was programmed to deliver 1mg/ml of morphine in the pca only mode, 10mg pca dose, and a 15 minute patient lockout, and no 4 hour limit was selected. In 2005, at an unspecified time, the device alarmed for "empty syringe." The nurse noted that it "ran out of med early." The expected time of completion for the vial was not known. The device was on the patient "less than 24 hours." Reportedly, the device was programmed for 10 mg in 15 minutes, but it was delivering 15 mg in 15 minutes. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device.